Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold br the stopper pull out of tube when in an analyzer. The following information was provided by the initial reporter. The customer stated: on (B)(6)2022, the tube from batch 2181405 was in the centrifuge when the stopper popped off. Row 9: stopper pop off in centrifuge for batch 2181405 and date of event (B)(6)2022.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but eight (8) photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper pop off or breakage with the incident lot was not observed. Additionally, two hundred (200) retention samples from each lot were evaluated by visual examination and no issues were observed relating to stopper pop off or breakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold br the stopper pull out of tube when in an analyzer. The following information was provided by the initial reporter. The customer stated: on (B)(6) 2022, the tube from batch 2181405 was in the centrifuge when the stopper popped off. Row 9: stopper pop off in centrifuge for batch 2181405 and date of event (B)(6) 2022.